Manufacturer narrative:
Gtin: (B)(4). The device manufacture date is not known at this time, the lot information was not provided in complaint. Alleged failure: tip came off inside patient. Probable root cause: material/design error, manufacturing/assembly error, inadequate package seal strength (packaging design) and improper cleaning/sterilization for reusable devices. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the tip of the uterine manipular came off/unscrewed in the patient. The foreign body has been removed. No harm caused.